Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing planned treatment/non-emergency treatment when the issue occurred. The procedure was completed after re-operating the x-ray settings. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue, ¿ready lamp does not come on¿. Review of system log file shows lateral arc is parked throughout the day. Upon remote analysis, the rse found that the coupling on was wrongly selected by the customer. The customer re-operating the x-ray settings. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that the customer originally had "coupling on¿. During that time, the "ready to expose" did not light up, and the expose failed twice. After that, customer re-operating the x-ray settings and there was no malfunction with the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not ready for fluoroscopy acquisition, as the x-ray ready lamp did not come on. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.